Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: a000115410. Model: 3186. UDI: (B)(4). Lead, 8ch 60cm, mrc gen3, us, pr bsi abt.